Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) has been confirmed. Upon evaluation, there was oxidation on the tin pins of the j1003 connector. The cause of the test failure is the oxidation. The root cause of the oxidation cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it could not complete testing.